Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right atrial (ra) lead incurred a small bend on the distal tip due to patient anatomy. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.